Manufacturer narrative:
No pt info, as no pt involved in this concern. The engineering eval confirmed the vertek arm could not be tightened. A new vertek arm was sent to site per RMA. No further issues. No pt present.

Event description:
A medtronic rep reported the star burst end of the vertek articulating arm would not lock down. There was no pt present.